Event description:
Additional information was obtained: defibrillation threshold (dft) testing was performed. Successful conversion was obtained at 31 joules; rv shock to coil. Acceptable lead parameters were obtained. A decision was made to perform normal follow up visits.

Manufacturer narrative:
At this time, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Engineering reviewed the data and provided feedback that there may be an rv coil issue. Further troubleshooting has been recommended.

Event description:
Additional information was obtained. A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced. Post procedure, acceptable shock impedance measurements were obtained, however defibrillation threshold (dft) testing was unsuccessful. An internal technical service consultant was contacted and it was verified there was no noise and this abandoned and the replacement leads are not touching each other.

Event description:
Approximately one year later, a review of the remote monitoring data revealed six out of range shock impedance measurements. In addition, this right ventricular lead is implanted. Available information indicated that this issue has been monitored by the physician every two months and a decision regarding a lead revision procedure is intended after further system integrity verification. As of this date, this right ventricular lead and device remain in service. Additional information was received. Further fluctuating shock impedance measurements were observed. Technical services was contacted and recommended further system integrity troubleshooting to assure that therapy is not compromised. Ts recommended commanded shocks of 1.1j and 41j in the programmed triad vector to assess the actual impedance of a delivered shock. This information was provided to the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. During the past year, six further out of range shock impedance measurements were observed by remote monitoring. In addition, the right ventricular lead information was obtained indicating this is a chronic lead implanted in 2004 and is a boston scientific product. Available information indicated that this issue has been monitored by the physician every two months. Further system integrity verification has been recommended by technical services.

Event description:
Boston scientific received information that a red alert was detected for high out of range (oor) shock impedance measurements. The physician noted that he saw the patient for a follow-up recently, and a red alert was not observed for the high out of range measurements. Technical services (ts) was contacted to discuss the reasoning behind this. Ts discussed that the programmer will not display a red alert, but will prompt to check the shock lead. If the lead measurements were checked, then an oor shock impedance measurement would be observed. It was noted the shock impedance has been fluctuating since implant in (B)(6) of 2010. A review of the most current episodes shows appropriate sensing and no noise. There were no adverse patient effects reported. Subsequently, additional information was received that the physician followed-up with patient, and was not concerned about lead integrity. There were no shocks delivered, and the device appeared to be operating normally. No revision procedure planned at this time.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.